Manufacturer narrative:
B5: upon additional information, the lure connector was observed broken. H10: the actual device was not available; however, photos and a video were provided for evaluation. The visual inspection of the provided samples, showed an external leak from the return line. The reported condition was verified. The cause of the condition was due a design issue. A nonconformance has been opened to address this issue. Within in the nonconformance an investigation was performed allowing to identify that this event is due to: the presence of liquid on the male luer lock (mll) cone or in the female luer lock (fll) before connection (e.g. Use of disinfectant or drop of priming solution, drop of dialysate solution) which lubricates the connection. An improper connection handling (using the body of mll fistula and/or fll components for tightening the connection instead of screwing the coupling nut). Mll design or a combination of these factors can lead to an overtightening of the luer connection which can lead to blocked connection and/or cracks which can cause subsequent leakages. Design change control of the mll is ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, an external blood leak was observed from the return line with a prismaflex m100 set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.